Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the existing left ventricular lead had high thresholds. The physician noted insulation damage on the proximal end of the lead. During the revision procedure, the fixation was not able to be retracted. The physician cut the lead where insulation damage was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.